Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2024-00987, 2015691-2024-00988, 2015691-2024-00990, 2015691-2024-00991, 2015691-2024-00992, 2015691-2024-00993, 2015691-2024-00995, 2015691-2024-00996, 2015691-2024-00997, 2015691-2024-00998, 2015691-2024-00999.

Event description:
As reported, by our affiliates in turkey, through review of medical article "how accurate are manufacturers' recommendations in determining ineligibility for transfemoral transcatheter aortic valve implantation?" , corresponding author dr. Beytullah cakala, the following events were identified as pertaining to an edwards device: 1 patient with an unknown sapien xt valve implanted in aortic position presented with an annulus rupture after tavr by transfemoral approach. As a consequence, the patient underwent surgery but passed away. This study aimed to investigate the predictive value of manufacturers' guidelines for major vascular access site complications using the perclose proglide device in (B)(6) patients between (B)(6) 2015 and (B)(6) 2019.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from (B)(6) 2015 and (B)(6) 2019. For this reason, the first day of the reported study period (01-april-2015) was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relative patient and procedural factors were not individually provided. However the event could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article reference: cakal b, cakal s, karaca o, yilmaz fk, gunes hm, yildirim a, guler y, ozcan ou, boztosun b. How accurate are manufacturers' recommendations in determining ineligibility for transfemoral transcatheter aortic valve implantation? Rev port cardiol. 2023 jan;42(1):31-38. English, portuguese. Doi: 10.1016/j.repc.2021.09.019. Epub 2022 oct 31. Pmid: 36328866. Literature reporting, no indication of device return.